Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory was dispatch to evaluate the iabp. The stm was unable to reproduce the reported issue, however upon initial evaluation revealed the safety disc was expired, and the connection to the drain port was attached, but not locked into place. To fix the issue the stm secured the drain port and the iabp functioned appropriately with the expired safety disk. The expired safety disk also passed the safety disk leak test and the safety disk was replaced due to expiration hours exceeded. Additionally as a preventive measure the stm replaced the iab fill port luer. The stm was able to verify the alarms in the iabp¿s diagnostic log. The log reveal an autofill error 57 38 44 160 on (B)(6) 2019 as customer had stated. A full calibration was performed after repair and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. No patient involvement or adverse event reported.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. There was no patient involvement; thus, no adverse event was reported.